Event description:
It was reported that a patient experienced peritonitis manifested by abdominal cramps, vomiting, chills, and cloudy effluent bag coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. One day after the onset of peritonitis; the patient was treated with unspecified antibiotics (frequency, duration, and route not reported) for the peritonitis. Peritonitis treatment with the unspecified antibiotics continued for five days. The patient was reported to be recovering from the peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.